Event description:
The provider states the right side clip used to attach the legs to the frame is broken.

Manufacturer narrative:
No end user information provided. No serial number provided.the product is not expected to be returned.a follow-up will be sent if additional information is received.